Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2024 at 05:46 am. The user mentioned that the bg at the time of the event was 122 mg/dl and sg was out of range low glucose. A review of the data management system (dms) data revealed that on (B)(6) 2024 at 05:46 am, user's glucose was blinded as they were out of range and bg was not entered. A review of the alert history revealed the user received out of range low glucose at 5:46 am. The user did not seek medical treatment. The user was advised to get in touch with their hcp for any medical assistance. In an associated sensor inaccuracies case (B)(4), the user did not want to proceed with troubleshooting after being provided with an transmitter replacement since the user received many data unavailable alerts (B)(4). A review of in vivo sensor data showed transient optical instability around (B)(6)2024, which most likely caused or contributed to sensor inaccuracies observed by the user around the time of the event.however, the user is currently using the system with up-to-date information and has not reported another hypoglycemic event. The system went back to normal functioning after going through a brief period of instability. No further investigation was found necessary for this complaint. B4. Date of this report (B)(6) 2025. D4. Updated additional device information. G3. Date received by the manufacturer? (B)(6) 2025. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 17 december 2024,senseonics was made aware of an incident where the user received a false hypoglycemia alert from the system due to sensor inaccuracy.the user reported on (B)(6)2024,around 05:26 am that their bg was 122 mg/dl and no sg was provided.per dms,it was confirmed that the user received a low glucose alert at 05:46 am,no sg was provided by the system.the user did not seek medical treatment and believed that they were not having a low glucose event.